Event description:
As reported through the legal department, a patient received several cypher stents implants in her leg and that the sirolimus coated stents resulted in blood clots. Recently, the patient had a series of amputations as a result of the damage caused by one or more cypher stents implanted in her leg. It began with the amputation of her toes and ended in an amputation just below the knee. No additional information is available.

Manufacturer narrative:
That the complaint is being reported against two (2 each) products with an unknown catalog or lot number and same adverse event. The complaint stated that one or more products were involved. Please also note that the event date/section is unknown and that the date used of (B)(4) 2015 is the alert date. The date of implantation is also unknown. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that a patient received several cypher stents implants in her leg and that the sirolimus coated stents resulted in blood clots. Recently, the patient had a series of amputations as a result of the damage caused by one or more cypher stents implanted in her leg. It began with the amputation of her toes and ended in an amputation just below the knee. No additional information is available. The products were not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. The cypher sirolimus-eluting coronary stent is indicated for improving coronary luminal diameter in patients with symptomatic ischemic disease due to discrete de novo lesions of length < 30 mm in native coronary arteries with a reference vessel diameter of > 2.5 to < 3.5 mm. Patient, procedural, and pharmacological factors may have contributed to the reported event. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.